Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted esophagectomy procedure on (B)(6) 2022. When it was reported, ¿it was reported that the tip of trocar was broken during the surgery. Surgeons searched for debris but could not find it, leaving the wound closed.¿. There was no report of medical intervention, or hospitalization for the patient. Further assessment found that the procedure was completed; however, the fragmentation was not found or retrieved from the patient. The facility staffs speculate that the damage was caused by interference from the robotic arm. This report is being raised due to the reported injury of fragmentation being left in the patient.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal packaging. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. While a root cause cannot be determined, the likely cause as identified by the IFU is that significant force was applied on the walls of the plastic cannula causing fragmentation. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 119 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted esophagectomy procedure on (B)(6) 2022 when it was reported, ¿it was reported that the tip of trocar was broken during the surgery. Surgeons searched for debris but could not find it, leaving the wound closed.¿ there was no report of medical intervention, or hospitalization for the patient. Further assessment found that the procedure was completed; however, the fragmentation was not found or retrieved from the patient. The facility staffs speculate that the damage was caused by interference from the robotic arm. This report is being raised due to the reported injury of fragmentation being left in the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.